Event description:
It was reported that the patient's right ventricular lead exhibited high defibrillation impedance and increased capture threshold. Noise and magnet responses were also noted. It was suspected that the lead had sustained a fracture. No intervention was performed. The patient was stable.

Event description:
Related manufacturer reference number: 2017865-2024-00313, related manufacturer reference number: 2017865-2024-00314. It was reported that the patient's right ventricular (rv) lead exhibited high impedance and increased capture threshold. It was suspected that the rv lead had sustained a fracture. Noise resulting in noise reversions by the atrial lead and inappropriate magnet responses by the patient's implantable cardioverter defibrillator were also noted. No intervention was performed. The patient was stable.

Manufacturer narrative:
Correction: report type of previous report should have been serious injury. B1, b2, b5, and h1 updated.

Event description:
New information received notes that the patient's right ventricular lead exhibited increased capture threshold, and high, out of range pacing impedance. Furthermore, the rv lead exhibited recurrence of noise. The lead was capped and replaced on (B)(6) 2025. No further information was received.

Event description:
New information received notes that the patient's right ventricular lead exhibited increased capture threshold, and high, out of range pacing impedance. Furthermore, the rv lead exhibited recurrence of noise.